Manufacturer narrative:
Additonal information: b5 correction information: h6.

Event description:
Additional information revealed the adverse event was unrelated to the inogen device.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The initial low o2 errors were caused by a leaking product manifold. Twelve days later the columns were removed and re-inserted. When the columns were put back in, they were not fully seated into the unit. This is how the columns became contaminated with moisture, reducing the amount of oxygen that could be made.

Event description:
It was reported that the patient's oxygen was depleting. In turn the patients alarm did not sound. As a result, the patient was admitted to the hospital. Reportedly, troubleshooting was tried to no avail.